Manufacturer narrative:
System analysis/service repair: the device was repaired in the field on (B)(6) 2018. Upon start up of the system, the warm-up counter was observed to be continuously changing and determined to be the result of a faulty chiller. The chiller was replaced, the water flow adjusted and fiber port cleaned. The system was tested and verified to specification. The faulty chiller has not yet been returned for evaluation.

Event description:
It was reported that while using the greenlight laser system during a prostate procedure, error messages 611 and 660 were received; the greenlight procedure could not be completed due to this event. There was no patient injury reported.

Manufacturer narrative:
As previously reported: service in the field was performed on march 29, 2018. The replaced assy chiller, fru rohs (s/n: (B)(4)) was received at the manufacture on may 16, 2018.